Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0cpp6, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that the therapy was turning off by itself intermittently while sleeping. It was also noted that the stimulation on/off was not related to positional movement. The patient does not know if they are on a cycling program. It was noted that the lightning bolt was not showing in the upper left hand corner. The patient fell and has been having accident and sudden return of symptoms. The patient had seen a health care provider who switched her from program 4 to program 2. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor .no further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had notified their health care provider of the return of symptoms and device turning off by itself. The patient felt very bad at the end of (B)(6). The patient had an x-ray on (B)(6) and was going to a new device insert on (B)(6) 2015.